Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Visual evaluation: device photograph(s) for the device related to the reported event rupture was reviewed on (B)(6) 2020. Visual analysis of the identified photos: broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device has been explanted.